Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/03: [missing records: records for ¿ventral hernia repair¿ were not provided.] (B)(6) 2008: (B)(6), md. Operative report. Preoperative diagnosis: very large recurrent umbilical hernia. Postoperative diagnosis: same. Operation: diagnostic laparoscopy. Laparoscopic lysis of adhesions. Repair of recurrent umbilical hernia with mesh. Anesthesia: general endotracheal. Estimated blood loss: less than 50 cc. Procedure: ¿the patient was placed on the operating room table in the supine position. Prior to induction of general anesthesia, the patient had venodyne boots applied and activated. Prophylactic. Prophylactic antibiotics were given. Subcutaneous heparin was given as well. The patient's abdomen was prepped and draped in the usual sterile fashion using betadine. In the left upper quadrant, we were able to use an optivue technique. After assuring that adequate general anesthesia was obtained, and the abdomen was prepped and draped in the appropriate fashion, a small incision was made, and under direct vision, we entered into the abdominal cavity with an optivue trocar. Once we were in, the insufflated to 15 mm of mercury pressure using carbon dioxide gas. Under direct vision several 5 mm ports were then placed circumferentially to the hernia itself, and using a combination of electrocautery dissection, as well as ultrasonic scalpel, the lysis of adhesions was performed, and allowed us to remove the gi [gastrointestinal] tract contents from the hernia sac. Once this was done, a defect was measured that was approximately 18 x 20 cm in size. The appropriately sized portion of gore-tex dual mesh was identified, and this had appropriate sutures placed in the corners and the mid-point of each point. This was introduced into the abdominal cavity, and then unravelled [sic] in an appropriate position. Using a small incision with an #11 blade, and fascial closure device, we would pass this into the abdominal cavity, grasping the suture, and delivered through the abdominal wall. In this fashion, we were able to fix the mesh to the undersurface of the abdominal wall with multiple sutures. Once this was completed, and all of the sutures were tied, the spaces between these were closed using u.s. Surgical protac, so that no hernia could occur between the spaces where the sutures were placed. We used the fascial closure device to close the optivue port site under direct vision. Once this was done, the ports were removed under direct vision without bleeding. The abdomen was desufflated of the carbon dioxide gas. The skin sites were closed using steri-strips, or a 4-0 vicryl subcuticular suture. Sterile dressings were placed over this. The estimated blood loss for the procedure well, and was transferred to the recovery room in stable condition.¿ (B)(6) 2008: (B)(6) center. Surgical implant log. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc06. Lot batch code: 05491192. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc06/05491192) was implanted during the procedure. (B)(6) 2010: (B)(6) center. (B)(6) , md. Operative report. Preoperative diagnosis: recurrent umbilical hernia. Incisional hernia. Postoperative diagnosis: same. Operation: diagnostic laparoscopy and laparoscopic lysis of adhesions. Repair of incision hernia with gore-tex mesh. Excision of old mesh and primary closure of the umbilical hernia. Anesthesia: general via endotracheal tube. Estimated blood loss: less than 25 cc. Drains: not given. Findings: not given. Procedure: ¿the patient was placed on the operating room table in the supine position. Prior to the induction of general anesthesia, the patient had venodyne boots applied and activated. Prophylactic antibiotics had been given. Once general anesthesia was induced via an endotracheal tube, the patient had a foley catheter placed into the bladder and had an orogastric tube placed into the stomach. The abdomen was then prepped and draped in the usual sterile fashion using chloraprep. After a time out was taken and universal protocol was reviewed and after assuring that general anesthesia was in place, a small incision was made in the right upper quadrant. Optiview technique was then utilized to enter into the abdominal cavity without difficulty. The abdomen was then insufflated to 15 mmhg pressure using carbon dioxide gas. Once this was done, a 10 mm 0 degree scope was introduced into the space. We were able to see across the abdomen to the left upper quadrant and down the right side as well. A port was then placed in the right anterior axillary line left upper quadrant. Using a combination of these two ports, we then did a combination of sharp as well as ligasure dissection on the small bowel and omentum respectively. We were able to deliver the small bowel down. We were able to dissect the omentum off of the previous mesh as well as out from the hernia sac. After approximately 45 minutes, we were able to completely separate all connections to the upper abdominal wall and reduce the hernia completely. The patient was noted to have a hernia where the mesh used to be fixed inferiorly as the mesh had been torn off and actually pushed up into the large previous umbilical defect. Once this was completed, decision was made to cover not only the previous umbilical mesh but the inferior mesh opening where the previously placed suture had torn out through the abdominal wall. The large mesh was then prepared by placing ten sutures in it. This was then driven into the abdominal wall through the optiview port in the right upper quadrant under direct vision. Once this was in place, it was unfolded. Sutured were untangled. A 5 cm margin was obtained through the inferior pole in the midline of the mesh. A small incision was made and the fascial closure device was used to grasp the two ends of the suture and this was tied to secure the mesh in place. We then made nine sequential sutures in the areas calculated on the mesh where they had placed to help suture the mesh to the undersurface of the abdominal wall, completely covering the ventral hernia as well as the recurrent umbilical hernia. All nine sutures were then subsequently tied using a surgipro tracker. The space between the sutures was tacked to the undersurface of the abdominal wall as well. Once this was completed and the intraabdominal cavity was irrigated, the small bowel and large bowel were reevaluated. There was no evidence of any abnormalities of the wall and it was felt they were safe to close. A curvilinear incision was made along the inferior aspect of the umbilicus and blunt dissection easily took us into the hernia sac. We were able to excise the hernia sac completely and this was sent for pathologic analysis as well. In addition, we excised the prior mesh which had been pushed up into the hernia sac. Once this had been completely excised, the defect in the umbilical hernia was closed using interrupted 1 surgilon sutures. The three port sites were closed using 4-0 vicryl subcuticular closure. The umbilical site was closed by fixing the umbilicus to the inferior aspect of the closure. We then closed the subcutaneous tissue with interrupted 3-0 vicryl sutures and skin was closed using 4-0 vicryl subcuticular closure. Estimated blood loss for the procedure was less than 25 cc. The patient tolerated the procedure well and was transferred to the recovery room in stable condition.¿ (B)(6) 2010: (B)(6) center. Intraoperative records. Implant record. Description: graft duelmesh 1x26x34 oval corduroy. Qty: 1. Lot #: 7896072. Product identification for the alleged ¿gore-tex mesh¿ were not provided. (B)(6) 2010: (B)(6) center. (B)(6) , md. Pathology report. Accession number: su-10-12145. Final diagnosis: (a) old mesh: benign adipose tissue and old mesh. (B) hernia sac umbilical: congested fibroconnective tissue consistent with hernia sac. Clinical data: recurrent hernia repair. Gross description: a) received without fixative, labeled with the patient¿s name and ¿old mesh¿, consists of 3 pieces of red-tan tissue, measuring in aggregate 6 x 6 x 1 cm. Representative specimen is submitted in one cassette. B) received in formalin, labeled with the patient¿s name and ¿umbilical hernia¿, consists of multiple portions of fibroadipose tissue measuring in aggregate 6 x 6 x 2 cm with a pink to yellow surface. Representative sections submitted in one cassette. Site(s): (a) foreign body, old mesh. (B) hernia sac, umbilical. (B)(6) 2011: (B)(6) center. (B)(6) , md. Radiology ¿ abdomen 1 view. History: abdominal pain. Recent abdominal surgery and hernia repair with placement of a mesh. Impression: air-filled dilated proximal small bowel loops. Rule out small bowel obstruction. Free air demonstrated may be secondary to recent surgery given the patient¿s history. (B)(6) 2011: (B)(6) center. (B)(6) , md. Radiology ¿ abdomen 1 view. History: abdominal pain. Recent surgery. Impression: dilated left upper quadrant jejunal loops rule out early or partial small bowel obstruction. No change from previous exam. Free air post surgery. (B)(6) 2011: (B)(6) center. (B)(6) , md/(B)(6) , md. Radiology ¿ abdomen 1 view. Indication: abdominal pain. Hernia repair. Findings: surgical material over the lower abdomen is consistent with mesh. Impression: persistently dilated small bowel in the left upper quadrant concerning for early or partial small bowel obstruction. No definite interval change. (B)(6) 2011: (B)(6) center. (B)(6) , md/(B)(6) , md. Radiology ¿ abdomen. Indication: abdominal pain. Status post hernia repair. Findings: surgical material from prior hernia repair is again identified over the midabdomen. Impression: increasing dilation of small bowel in the left upper quadrant consistent with small bowel obstruction. Free air may be related to recent hernia repair; bowel perforation cannot be excluded. Further evaluation with CT is recommended. (B)(6) 2011: (B)(6) center. (B)(6) , md/(B)(6) , md. Radiology ¿ abdomen 1 view. Indication: abdominal pain. Status post nasogastric tube placement. Impression: findings consistent with small bowel obstruction and free air grossly unchanged. (B)(6) 2011: (B)(6) center. (B)(6) , md. Radiology ¿ CT abdomen. Clinical statement: hernia mesh repair small bowel obstruction, recent opioid usage. Impression: ongoing small bowel obstruction with probable air-fluid level with loop of bowel in right upper portion of free air isn¿t excluded with certainty. (B)(6) 2011: (B)(6) center. (B)(6) , md. Radiology ¿ CT abdomen/pelvis. Clinical statement: abdominal pain, mesh in place. Impression: perihepatic ascites with increased free air and rim-enhancing fluid collection presumably abscess deep to abdominal mesh. [Missing records: records for a CT scan showing ¿an ileus pattern without evidence of free fluid¿ were not provided.] (B)(6) 2011: (B)(6) center. (B)(6) , md. Operative report. Preoperative diagnosis: intestinal obstruction. Free fluid, question of free air, intra-abdominally. Postoperative diagnosis: intra-abdominal abscess. Operation: emergent exploratory laparotomy. Extensive lysis of adhesions. Small bowel resection. Removal of infected mesh with damage control. Anesthesia: general via endotracheal tube. Findings: the patient was placed on the operating room table in the supine position. The patient had undergone a second cat scan during the course of hospitalization. He was admitted on (B)(6) 2010. CT-scan at that time showed an ileus pattern without evidence of free fluid. The patient had nasogastric tube placed with failure to progress. Once he started moving his bowels, the nasogastric tube was removed. Development of an elevated white count regenerated the second cat scan which showed generalized intra-abdominal fluid. Therefore, decisions was made to explore this patient. Procedure: ¿the patient was placed on the operating room table in the supine position. Prior to induction of general anesthesia, the patient had venodyne boots applied and activated. The intravenous resuscitation had already begun, and intravenous antibiotics were given. The abdomen was prepped and draped in the normal sterile fashion using betadine. After the universal protocol and time out was taken, the patient was assessed to be under general anesthesia. A standard midline laparotomy incision was made. I designed this to be from the point at the highest of the previous sutures placed in the laparoscopic hernia repair, down to the level of the umbilicus. Electrocautery was used to divide the tissue down to the level of the fascia. The fascia was incised and we got down to the level of the old mesh. The old mesh was incised and this brought us into a space between the old mesh and the most recently placed mesh. Within this, there was reasonably old clot which was somewhat foul, in terms of its odor. So specimens were obtained for culture and sensitivity. Once this was done, the small incision was made in the lower mesh and an oddly colored dilute, milky colored fluid was noted to come from the abdominal cavity, consistent with infection, but without evidence of bile or food stuff. Once this was suctioned out, the incision was enlarged down to around the umbilicus, a short distance, and taken down to halfway between the umbilicus and the symphysis pubis. The previously placed mesh was then opened. The patient was noted to have moderately inflamed intestine with fluid throughout the abdominal cavity. Again, the process of lysis of adhesions which began at the right upper quadrant since my concern about perforation was somewhere in this vicinity, since that is where the dilated loops of bowel were. We were able to do this and identify the ligament of treitz. We then were able to begin the process using a combination of manual as well as digital dissection, as well as sharp dissection with metzenbaum scissors. We separated the loops of bowel and opened up the mesentery to prevent any potential interloop abscesses. This progressed at different speeds. Ultimately, we got down to the point where we were assessing the cecum, at a point where we tried to manipulate and deliver the terminal ileum. In terms of drawing it up, my finger poked through the mesenteric border of the bowel. Once the small bowel was completely immobilized, the stomach was filled with 500cc of methylene blue we did not see any evidence of a gastric perforation. Colon was evaluated from the ileocecal valve to the rectosigmoid junction. At this point, the rectosigmoid did not seem to have mass or any other abnormalities noted, any other eminence, perforated diverticulitis or any signs of intestinal perforation. The cecum was challenged with 500cc of methylene blue by placing a foley catheter through the iatrogenic opening in the bowel and had been carried during the course of dissection and placing the foley catheter into the cecum and then closed, pulling it distally, and compressing the cecum. There was no evidence of a cecal leak as well. At this point, it was clear that the patient had an abscess. It was unclear in terms of where the course of the perforation was. At this point, we made an incision to perform a primary small bowel resection and to do a side to side, 2 layered anastomosis using 2-0 silks and 2-0 vicryl sutures. This went without difficulty. The abdomen was irrigated with sterile saline until clear. This included evacuating the space in the subphrenic and lateral to the liver, where a significant amount of fluid had occurred. Once this had been done, I made the decision to make this a damage controlled procedure based upon the amount of contamination and no clear source of perforation at this time. After the new mesh was removed to prevent mesh infection, it was sent for pathologic analysis. Decision was made to close. This was done as a damage control procedure. The abdomen was closed using a set cover to form a protective barrier across the small bowel and intestinal contents. Kerlix and a white towel were then used over 2 jackson pratts and this was covered with a steri-drape to allow the abdominal cavity to drain with a clamp to re-explore the patient in 24 to 48 hours, to assess any other potential signs of infection and therefore make sure there was no continuing bacterial contamination. I felt this was a safer way to go. Estimated blood loss for the procedure was approximately 100cc. The patient tolerated the procedure well, was transferred to the recovery room intubated and I [sic] in stable condition.¿ [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2011 procedure was not provided.] [Missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2011 procedure was not provided.] (B)(6) 2011: (B)(6) center. (B)(6) , md. Operative report. Preoperative diagnosis: intraabdominal abscess. No evidence of intestinal perforation. Postoperative diagnosis: same. Operation: exploratory laparotomy. Plan: re-exploration, irrigation of abdominal cavity until clear, placement of a 20 x 20 stratus mesh with primary closure of the abdominal cavity. Anesthesia: general via endotracheal tube. Estimated blood loss: less than 20cc. Drains: three drains were placed. Findings: not given. Procedure: ¿the patient had previously undergone exploration of the abdominal cavity. She had a significant amount of infected free fluid within the abdominal cavity. At that time no evidence of an intestinal perforation could be identified. Small bowel resection was done and the abdomen was copiously irrigated. Based upon amount of infected fluid within the abdominal cavity, decision was made to re-explore the patient and reassure ourselves that there was no evidence of an intestinal perforation. The patient was taken to the operating room on 01/09/11 and placed on the operating table in the supine position. Following induction of general anesthesia, venodyne boots has been applied and antibiotics had already been administered, the patient underwent a time out and universal protocol was again reviewed. Once this was completed the patient was prepped and draped in usual sterile fashion. After assuring that anesthesia was in place, the preoperative damage control dressing was removed. The bowel appeared to be all extremely viable. The bowel was then carefully separated from itself with extensive adhesiolysis, again manually. We were able to run the bowel from the ligament of treitz to the ileocecal valve. Again the anastomosis appeared to be fine. There was still no evidence of a perforation anywhere within the abdominal cavity including the small bowel, stomach and duodenum and colon as well. Lesser sac was entered. There was no evidence of fluid or any abnormalities in that space. The colon was evaluated from the rectosigmoid junction to the cecum. Again no evidence of a perforation could be identified. It was unclear in determining the nature of where this fluid ultimately came from initially. At this point there was significant improvement in the appearance of the abdominal cavity. There was significantly less turbid fluid identified. The abdomen was copiously irrigated in all locations, subhepatic, suprahepatic, subphrenic, right upper quadrant, left upper quadrant as well and then a generalized intestinal irrigation was undertaken. Once this was completed we measured the abdominal incision and diagonally placed 20 x 20 mesh was utilized and ultimately using horizontal mattress sutures with interrupted 1 prolenes, we were able to suture the mesh to the undersurface of the abdominal wall to reprovide reconstruction to the abdominal wall. Prior to this, three drains were placed. One was place in the right lower quadrant that went into the subhepatic space and subphrenic space. The second was placed in the right upper quadrant and this was placed into right paracolic gutter down into the pelvis. A third placed into the left paracolic gutter to the surface of the superficial pelvis as well. These were then sutured to the skin using 2-0 silk ties. Once the horizontal mattress suture of the stratus was placed, this was completed. The central midline fascia was then closed over this with two drains placed in the space between the stratus mesh and the posterior rectus sheath without difficulty using #1 prolene sutures. The skin was left open and packed using a small kerlix dressing and a sterile dressing was placed over this. Estimated blood loss for the procedure was less than 20 cc. The patient tolerated the procedure well and was subsequently transferred to the recovery room still intubated in stable condition.¿ (B)(6) 2011: (B)(6) center. (B)(6) , md. Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain, hernia repair with removal of mesh secondary to infection. Impression: abdomen: two new perisplenic collections. An anteromedial collection measures 5.5 x 2.4 0.3 cm. The second collection is lobulated and extends from the inferior pole of the spleen cranially to the upper pile with its largest component measuring 6.6 x 4.0 cm adjacent to the lower pole of the spleen and lateral to the descending colon. Pelvis: the findings are compatible with a small bowel obstruction. The zone of transition involves the distal ileum. Removal of mesh from midline. Body wall anasarca. (B)(6) 2012: (B)(6) center. (B)(6) , md. Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: same. Procedure: exploratory laparotomy with extensive lysis of adhesions. Resection and repair of hernia using gore-tex mesh as an underlay, separation of abdominal components, repair of small bowel x 2. Anesthesia: the patient received general anesthesia via endotracheal tube. Procedure in detail: ¿the patient was placed on the operating room table in supine position. Prior to induction of general anesthesia, the patient was given subcutaneous heparin, prophylactic antibiotics. The patient subsequently had venodyne boots applied and activated prior to induction of general anesthesia around the table. The patient was subsequently induced into general anesthesia without difficulty via an endotracheal tube. The patient had a foley catheter sterilely placed into the bladder and a nasogastric tube placed into the stomach. The abdomen was then prepped and draped in usual sterile fashion using chloraprep. Time-out was taken and universal protocol was performed and establishment of the culture safety in the operating room was then obtained. People were encouraged to identify any issues that might be arising. After assuring that adequate general anesthesia in place, incision that excised the prior midline abdominal scar. The patient had developed an abdominal infection following prior repair of the incisional hernia and had removal of the prior meshes with repair using a biologic mesh. The patient subsequently developed recurrence and became symptomatic and when it was appropriate based upon his work schedule that he was scheduled to prepare for surgery. The old scar was excised. Sharp dissection was taken down until we identified hernia sac in the supraumbilical region. This was carefully dissected free from the surrounding tissue and excised circumferentially from the fascia and sent for pathologic analysis. The remainder of the incision was opened because we were able to palpate several other hernia openings, 2 above and there was other one inferolaterally on the right side that we could identify. We then took an extensive lysis of adhesions to ensure that the undersurface of the anterior abdominal wall was clearly free of adhesions, so that we could easily put the underlay gore-tex mesh in. Once the extensive adhesiolysis, which took approximately at least an hour and half to perform, the 2 areas of the small bowel were identified and had a serosal lember sutures into to approximate the serosal defects. There was no entrance into the bowel or contamination during the course of the procedure. A sheet of gore-tex mesh was fashioned to the appropriate size after measuring the defect in the abdominal wall and ensuring that there were at least 5-8 cm of underlay overlapped. Once this was done, the defect in the right lower rectus sheath was repaired using interrupted 1 vicryl sutures in 2 layers both superiorly and then inferiorly. Once this was done, the mesh was placed inside the abdominal cavity, and then placed in horizontal mattress sutures of 1 prolene starting inferiorly at the midline tracking of the patient¿s left side. This was then repeated on the patient¿s right side taking special care to also make sure the overlap was appropriate and the area over the right lower abdominal hernia was identified as well. Once this was done, we began the process of lifting the myocutaneous flap. We separated the skin and subcutaneous tissue off the superior surface of the anterior abdominal wall. This was performed bilaterally. Once this was done, the medial junction of the external oblique fascia just lateral to the rectus abdominus sheath was carefully identified and divided. The fascia was then separated from the underlying muscle allowing an advancement of 6-7 cm from the right side. This was then repeated on the left side as well in the exact same fashion. This allowed the midline to come together very nicely without tension. Midline was then closed using a continuous #1 monocryl suture. Prior to completely closing it, 2 10-mm flat jackson-pratt drains were placed through separate incisions and delivered through the abdominal wall. The remainder of the midline incision was closed without suturing in the drains without difficulty. Two additional jackson-pratts were then placed in each side below the skin and subcutaneous tissue, myocutaneous flap. Of note, the mesh was irrigated with vancomycin prior to closure as well was the space above the fascia closure. Two segments of alloderm were then utilized to reconstruct the fascial system and closed the defect from the divided edges of the medial opening in the external oblique aponeurosis. Once this was done, the jackson-pratts were placed in this space. The skin and subcutaneous tissue was closed in 3 layers, the first layer included the scarpa¿s fascia, which was closed with interrupted 2-0 vicryl sutures. Subdermal sutures were then applied to set up the skin closure of 3-0 vicryl and surgical staples were utilized to close the skin. A sterile dressing was applied as well as an abdominal binder to hold the skin flaps down. Estimated blood loss for the procedure was approximately 300 ml. The patient tolerated the procedure well, was transferred to the recovery room, extubated in stable condition. Anesthesia consultation was called to arrange for patient-controlled anesthesia. The patient was never hypotensive, appeared sick through the procedure.¿ (B)(6) 2012: (B)(6) center. Intraoperative records. Implant record. Or description: graft duelmesh 1x20x30 corduroy. Qty: 1. Lot #: 7247800. Catalog: 1dlmc07. Site: abdomen. Manufacturer: w.l. Gore and associates inc. Comment: exp 2014-11-09. 10x16cm tissue matrix strattice firm. Lifecell corp. The records confirm a gore® dualmesh® biomaterial (1dlmc07/7247800) was implanted during the procedure. [Missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2012 procedure was not provided.] It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. The instructions for use further state: ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ the instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code 4316: appropriate term/code not available is being used for "false claim." (B)(6) 2010: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: recurrent umbilical hernia. Incisional hernia. Postoperative diagnosis: same. Operation: diagnostic laparoscopy and laparoscopic lysis of adhesions. Repair of incision hernia with gore-tex mesh. Excision of old mesh and primary closure of the umbilical hernia. Anesthesia: general via endotracheal tube. Estimated blood loss: less than 25 cc. Drains: not given. Findings: not given. Procedure: ¿the patient was placed on the operating room table in the supine position. Prior to the induction of general anesthesia, the patient had venodyne boots applied and activated. Prophylactic antibiotics had been given. Once general anesthesia was induced via an endotracheal tube, the patient had a foley catheter placed into the bladder and had an orogastric tube placed into the stomach. The abdomen was then prepped and draped in the usual sterile fashion using chloraprep. After a time out was taken and universal protocol was reviewed and after assuring that general anesthesia was in place, a small incision was made in the right upper quadrant. Optiview technique was then utilized to enter into the abdominal cavity without difficulty. The abdomen was then insufflated to 15 mmhg pressure using carbon dioxide gas. Once this was done, a 10 mm 0 degree scope was introduced into the space. We were able to see across the abdomen to the left upper quadrant and down the right side as well. A port was then placed in the right anterior axillary line left upper quadrant. Using a combination of these two ports, we then did a combination of sharp as well as ligasure dissection on the small bowel and omentum respectively. We were able to deliver the small bowel down. We were able to dissect the omentum off of the previous mesh as well as out from the hernia sac. After approximately 45 minutes, we were able to completely separate all connections to the upper abdominal wall and reduce the hernia completely. The patient was noted to have a hernia where the mesh used to be fixed inferiorly as the mesh had been torn off and actually pushed up into the large previous umbilical defect. Once this was completed, decision was made to cover not only the previous umbilical mesh but the inferior mesh opening where the previously placed suture had torn out through the abdominal wall. The large mesh was then prepared by placing ten sutures in it. This was then driven into the abdominal wall through the optiview port in the right upper quadrant under direct vision. Once this was in place, it was unfolded. Sutured were untangled. A 5 cm margin was obtained through the inferior pole in the midline of the mesh. A small incision was made and the fascial closure device was used to grasp the two ends of the suture and this was tied to secure the mesh in place. We then made nine sequential sutures in the areas calculated on the mesh where they had placed to help suture the mesh to the undersurface of the abdominal wall, completely covering the ventral hernia as well as the recurrent umbilical hernia. All nine sutures were then subsequently tied using a surgipro tracker. The space between the sutures was tacked to the undersurface of the abdominal wall as well. Once this was completed and the intraabdominal cavity was irrigated, the small bowel and large bowel were reevaluated. There was no evidence of any abnormalities of the wall and it was felt they were safe to close. A curvilinear incision was made along the inferior aspect of the umbilicus and blunt dissection easily took us into the hernia sac. We were able to excise the hernia sac completely and this was sent for pathologic analysis as well. In addition, we excised the prior mesh which had been pushed up into the hernia sac. Once this had been completely excised, the defect in the umbilical hernia was closed using interrupted 1 surgilon sutures . The three port sites were closed using 4-0 vicryl subcuticular closure. The umbilical site was closed by fixing the umbilicus to the inferior aspect of the closure. We then closed the subcutaneous tissue with interrupted 3-0 vicryl sutures and skin was closed using 4-0 vicryl subcuticular closure. Estimated blood loss for the procedure was less than 25 cc. The patient tolerated the procedure well and was transferred to the recovery room in stable condition.¿

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2008: [missing records: a pathology report detailing analysis of specimen removed during the (B)(6) 2008 procedure was not provided.] On (B)(6) 2008: (B)(6) medical center. Discharge instructions. Do not engage in sports, heavy work or lifting until follow-up visit. You may shower/bath with dressings on. Wound care: keep umbilical site packing in place. Other dressing renew in 2 days. Keep steri-strips on till fall off. On (B)(6) 2010: (B)(6) , pc. (B)(6) . Office notes. Umbilical hernia. Patient remembers 1 year ago feeling ¿pop¿ when heavy lifting. Has lost 80 pounds in 2 years. Abdominal: positive ventral hernia. On (B)(6) 2010: westchester medical center. Edwards, md. Anesthesia record. Medication: decadron. On (B)(6) 2010: (B)(6) medical center. [Illegible signature]. Physician order. Heparin 5,000 units every 8 hours (to start at 10 am (B)(6) 2010). On (B)(6) 2010: (B)(6) medical center. Dr. (B)(6) . Emergency room visit. Abdominal pain. Laparoscopic ventral hernia repair 3 days ago. Didn¿t pass gas or made bowel movement since surgery. Wbc 15.6 h. Surgical consult, CT. Diagnosis: bowel obstruction. ??/??/??: [missing records: records for the planned CT were not provided.] On (B)(6) 2010 ¿ (B)(6) 2011: (B)(6) medical center. Medication administration record. Heparin. On (B)(6) 2011: (B)(6) medical center. Microbiology. Source: wound, intra-abdominal. Gram stain: many leukocytes, gram-positive cocci in pairs, tetrads, clusters. Culture wound: group c streptococcus few, escherichia coli few, alpha-hemolytic streptococcus rare. On (B)(6) 2011: (B)(6) medical center. (B)(6) . Progress notes. (B)(6) 2011 wound culture: gram negative bacteremia. 01/07/11 peritoneal culture: gram negative bacteremia. On (B)(6) 2011: (B)(6) medical center. (B)(6) , md. Discharge summary. Admit date: (B)(6) 2010. Hospital course: abdominal pain. Cat scan shows possible abscess. Has 2 jp drains left. Abdominal wall was closed, skin and some subcutaneous tissue still open with wet-to-dry dressing changed daily. Will need regional service at home for dressing change and care of jp drains. On (B)(6) 2011: [missing records: records for the CT scan showing ¿a recurred ventral hernia with intra-abdominal fluid collection¿ were not provided.] On (B)(6) 2011: (B)(6) medical center. (B)(6) , md. Discharge summary. Admit date: (B)(6) 2011. Cat scan abdomen/pelvis on (B)(6) 2011 showed a recurred ventral hernia with intra-abdominal fluid collection. Abdomen: midline incision, well healed scar, small right paramedium hernia on valsalva. Hospital course: underwent drainage of abscess, placement of intraabdominal catheter (B)(6) 2011. Yellowish fluid drainage obtained. Cytology of fluid came back with no growth. Abdominal drainage catheter discontinued. Cleared for discharge to home. On (B)(6) 2012: (B)(6) medical center. (B)(6) . Office notes. Abdominal: recurrent hernia reducible. On (B)(6) 2012: [facility ni]. Medication administration record. Heparin sodium. On (B)(6) 2012: (B)(6) medical center. (B)(6) , md. Discharge summary. Admit date: (B)(6) 2012. Incisional hernia repair. Hospital course: afebrile. Discharge home. Activity as tolerated with assistance, to avoid strenuous activity, increasing walking as tolerated, no heavy lifting, no weightbearing restrictions. Showers only, no baths or swimming, stairs as tolerated. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2008 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2010, and additional procedure occurred as the mesh was torn away from the abdominal wall. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2012 whereby a gore® dualmesh® biomaterial was implanted. It was reported the patient alleges the following injuries: mesh torn away from abdominal wall requiring additional surgery on (B)(6) 2010 and mesh explant, abscess, small bowel resection, another surgery on (B)(6) 2011. Additional event specific information was not provided.